Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Clinical report states that an intra-operative fracture of the femoral calcar that occurred while impacting the stem during a primary tha was treated with a cable placed around the proximal femur, just above the level of the lesser trochanter. Postoperatively, the patient was treated with protected weight bearing. Doi: unknown dor: unknown (hip). The device associated with this report was not returned and is presumed yet implanted. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Clinical report states that an intraoperative fracture of the femoral calcar that occurred while impacting the stem during a primary tha was treated with a cable placed around the proximal femur, just above the level of the lesser trochanter. Postoperatively, the patient was treated with protected weightbearing.

Manufacturer narrative:
This complaint is still under investigation. Not returned.